Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of the common femoral artery after a abdominal aortic aneurysm procedure. Reportedly when the sutures were being harvested, they came out of the artery. An unsuccessful attempt was made to deploy another proglide. A cut down was performed and hemostasis was achieved. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first perclose proglide(part# 12673-03, lot# unknown) is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.